Manufacturer narrative:
Product complaint # (B)(4). Investigation summary broach neck damaged. Unable to get neck trial on and off. This broach is brand new the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the broach corail amt 14 had normal signs of use. No damage or defects that could contribute to the reported allegation were found. A functional test was performed using a laboratory sample mating device, and the broach corail amt 14 was successfully assembled without any issues. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the broach corail amt 14 would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that a broach neck was damaged. Unable to get neck trial on and off. The broach was swapped out and new set used. There was no surgical delay. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "broach neck damaged. Unable to get neck trial on and off. This broach is brand new." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment "img_3079.jpeg, & img_3078.jpeg". The photo investigation of "l20414, broach corail amt 14" can not revealed the reported condition damaged, as from the picture it is not clearly visible. Also, the provided evidence was not sufficient to confirm the reported event of unable to assemble or dissemble. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the broach corail amt 14 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "broach neck damaged. Unable to get neck trial on and off. This broach is brand new." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment "img_3079.jpeg, & img_3078.jpeg". The photo investigation of "l20414, broach corail amt 14" can not revealed the reported condition damaged, as from the picture it is not clearly visible. Also, the provided evidence was not sufficient to confirm the reported event of unable to assemble or dissemble. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the broach corail amt 14 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.